Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to incept magnet was not in proper location. A field service engineer reinserted incept magnet in proper location to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer failed. The customer reported that there was a delay in patient care and indicated that this malfunction in-turn hindered the timely dispensing of medication. There were no adverse events or injuries reported based on this incident.